Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump module alarmed for an occlusion. Upon investigation a bulge was found in the pump segment of the primary set. There is no report of patient injury.